Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred during the load process. During troubleshooting with tandem technical support, the malfunction alarm was cleared. In addition, after the pump turned back on from being reset a cartridge alarm occurred. While on the phone with tandem technical support, the customer was able to load a new cartridge and resume all insulin delivery. There was no impact to the customer's blood glucose level.